Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified radial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During second inflation at 24 atmospheres for 2 minutes, the balloon burst. The device was removed along the guidewire and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.